Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00104 on 05-may-2021. Additional information (09-jun-2021): siemens reviewed the information provided and verified that the attending cse performed a thorough inspection of the affected instrument, reagent probe calibrations, replaced the wash separation manifold, and 3-way valves associated with the daily cleaning procedure. Siemens determined that services are complete, and the cause of a false elevated enhanced estradiol (ee2) result is unknown. The advia centaur xp instrument is performing within specifications and required no further evaluation. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that a patient sample was falsely elevated (>11010 pmol/l) for enhanced estradiol (ee2). Siemens is investigating the event.

Event description:
The customer observed a false elevated enhanced estradiol (ee2) result on an advia centaur xp instrument. The result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate advia centaur xp instrument and observed a lower result. The customer noted that repeat result was correct based on the performance of the alternate instrument, clinical details, and other tests performed. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the false elevated ee2 result.